Manufacturer narrative:
One pressure monitoring set with vamp was received by our laboratory for a full evaluation. The report of silicone septum extracted at the sampling point and leakage issue was confirmed due to the septum dislodged from the sample site housing. No visual damage or defect were observed from the sample site housing. No other visible damage or leakage was observed from returned kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this pressure monitoring set with vamp, the silicone septum was dislodged at the sampling point. The arterial catheter got closed for an unknown reason, and after flushing the line, the pressure effect caused the silicone septum to displace from the sampling area. Nurses reacted quickly to the blood leakage. Blood loss quantity was unknown. Therefore, it required the pressure tubing to be changed urgently. There was no allegation of patient injury reported. This device was available for evaluation.

Manufacturer narrative:
Based on further investigation, a CAPA was initiated and a product risk assessment is in progress. There are production controls in the manufacturing process to prevent this type of malfunction. Nevertheless, an acknowledgement was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.